Event description:
The technician alleged the head hi/low has a slow drift. No pt impact.

Manufacturer narrative:
The technician replaced the trendelenburg valve and the head down valve to resolve the issue.